Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact always saw a small air bubble in the luer lock and they were unable to remove the air bubble during fill tubing. Reportedly, the contact declined to provide a blood glucose (bg) level. However, the contact stated the air bubble events have not led to high bg levels. Recommendation was made for the contact to prime the air out by fill tubing. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.